Event description:
A caller reported that the pump's quick bolus and wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer service team instructed the caller on proper button pressing techniques and offered to replace the pump as the issue persisted. The customer continued to use the pump for insulin therapy.